Manufacturer narrative:
Corrected date of event. Added aneurysm size measurements.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2015 a type ii endoleak was discovered and successfully treated on (B)(6) 2015 with embolization. The patient tolerated the procedure.